Event description:
Screw thread unscrewed from the shaft.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device confirms the reported event. The returned device was forward to the supplier for investigation (report attached via (B)(4)). The root cause is attributed to human error. The operator failed to drill and cross pin item (B)(4) (cup impactor insert) into item (B)(4) (pinnacle impactor straight shaft). Creation of (B)(6) inspection form verifying cross pin completion using functional (B)(4) was implemented per CAPA (B)(4).